Event description:
Additional information: indirectly involved user/patient: leaking caught before administration to patient.

Manufacturer narrative:
The sample for (B)(4) was reportedly received at the same time along with the sample for this record, (B)(4), but no sample was ever found for this pr. The sample for 10031833 was investigated under that pr, but no sample investigation took place under this pr. It should also be noted, that this is the only complaint for material 22005e-07t in 24 months, so any issue found would be low risk. DHR could not be run with material 22005e-07t and lot 23019356 in our system. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
The sample for (B)(4) was reportedly received at the same time along with the sample for this record, (B)(4), but no sample was ever found for this pr. The sample for (B)(6) was investigated under that pr, but no sample investigation took place under this pr. It should also be noted, that this is the only complaint for material 22005e-07t in 24 months. DHR could not be run with material 22005e-07t and lot 23019356 in our system. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium extension set separated the following information was received by the initial reporter with the following verbatim: it was reported by customer that they have have two instances in the week (4/8/24-4/11/24) where the 0.2 micron filters that we are utilizing have snapped at connection points while administering chemotherapy to patients.